Event description:
It was reported that the lead was capped due to an insulation break.

Event description:
New information received indicated that this previous capped lead may had interacted with the active lead resulting noise episodes.

Manufacturer narrative:
No medwatch form was received.